Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the needle deployed early. Pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received undeployed. The download data from the pod showed that the pod had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism and soft cannula were not found to have deployed early as reported, as the pod was received with the needle mechanism and soft cannula not deployed.